Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 700 mg/dl. The customer was admitted to the hospital. The customer caused of hospitalization was diabetic ketoacidosis. The customer removed set and it was bent. The customer was on a drip while in the hospital. The customer was wearing the pump during time of hospitalization. The customer was feeling better nod and declined troubleshooting.